Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a protruded/loose drive suppor disk. Damages to the display window, lcd window, battery tube threads, belt clip slot, reservoir tube and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin is squirting out when trying to manually prime. The insulin pump alarmed during the prime process. The blood glucose reading is 98 mg/dl. The drive support cap is protruding. Advised the customer that the insulin pump will be replaced. Nothing further reported.